Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown as being admitted. A technical support specialist (tss) found no adt (admission, discharge, transfer) "admit" message in the system. The tss asked the customer to resend the message, after which the patient was successfully admitted as per the knowledge article (patient in admitted status not showing on station). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to change patient status to admitted on station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.